Manufacturer narrative:
The meter was requested for investigation.

Event description:
There was an allegation of a display issue with an accu-chek performa nano meter. The reporter stated the digits fade when the meter is switched on. The reporter tried changing the batteries but the issue persists.

Manufacturer narrative:
The meter was returned for investigation. The meter display had faded segments that make the display difficult to read. The meter's display connector had insufficient soldering, resulting in the display failure. Medwatch fields d9 and h3 have been updated.